Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was working even though nothing was going through the line and appeared to infused but was clamped above pump. No upstream alarm. This occurred during delivery at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.